Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. Possible under delivery anomaly was not confirmed. The following were noted during visual inspection: minor scratched display window, scratched case and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. Please see below for the boluses listed on the he event date 19-mar-2023 in the formatted history file. (B)(6).failed battery test alarm was due to the battery inserted on a battery change oes not have sufficient voltage. The test battery was removed and reinserted with no failed battery test alarm noted. Pump error 23 was expected due to the pump was without battery installed for a period of time. Pump error 49 was expected due to the pump was without battery installed for a period of time. Pump error 68 was expected due to the pump was without battery installed for a period of time. Battery out limit alarm was due to the battery removed for more than 10 minutes pump or reset due to battery backup depletion. Pump was cut open to perform visual inspection and found¿moisture damage¿on the electronic assembly. No damage noted on the motor or force sensor. The pump passed the functional testing. Unable to confirm alleged high bgs. Possible under delivery anomaly was not confirmed. Exposure to moisture confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with blood glucose value of 200 mg/dl. The current blood glucose value was 160 mg/dl. Customer reported pump was not delivering enough insulin and switched to old pump. Troubleshooting was performed. Hyperglycemia and was treated with manual injection/insulin pen and old insulin pump. Customer reported other does not feel right, fatigue. Words were weird symptoms related to hyperglycemia event. The pump was used within the 48 hours of the reported event. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.